Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. After fixating the right ventricular (rv) leadless pacemaker (lp) during procedure, it exhibited good electrical parameters with no abnormal movement. However, after releasing the rvlp, it was dislodged and migrated to the pulmonary artery. The rvlp was retrieved successfully, and a dual chamber pacemaker was implanted instead on the following day. Patient condition was stable.